Event description:
Blood was noted in the tubing approx. 24 hours after insertion in the cath lab. It in unknown if a replacement catheter was required. No injury or complications as a result of this incident and the pt is reported as stable.